Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl on (B)(6) 2017. Reportedly, the elevated bg level was due to consuming too much food and was unrelated to the pump or supplies. Additionally, on (B)(6) 2017, the customer experienced a bg level of 300 mg/dl. The customer changed the supplies and delivered a correction bolus to address the bg level. Recommendation was made to consult with health care provider regarding diabetes management.